Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the damaged pogo pins at the mono2 receptacle. The touchscreen had corrosion around the edges and was beginning to delaminate. The monopolar 1 port was broken. Functionally, the device went through and passed rf output, rem function, cross coupling, and high-frequency leakage testing. The device went through and passed electrical safety testing. The device software was updated from 4.0.4.5 to current to test. Multiple seals were completed with both handpiece and footswitch. It was reported that the unit's output was high. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of damaged pogo pins at the mono2 receptacle not related to the reported condition. The most likely cause for the additional condition was traced to a component failure. Another unreported condition was identified of the touchscreen had corrosion around the edges and was beginning to delaminate not related to the reported condition. The touchscreen was replaced to address this condition. Another unreported condition was identified of the monopolar 1 port was broken not related to the reported condition. The most likely cause for the additional and last condition was traced to device design. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the unit output was high. The unit was tested and everything had passed testing, pm, etc. The patient had burn.